Event description:
Central cardio-pulmonary station alarmed for decreased respiratory rate and pulse oximetry. The nurse proceeded to the bedside and assessed the pt. The tracheostomy tube (bivona flex 4.5mm) was found decannulated with the flange torn at the eyelet. As a result it appeared as if the tracheostomy was destabilized with a resultant decannulation. Upon assessment treating staff immediately placed a new tracheostomy tube, pediatric advanced life support was provided and the pt was stabilized. Upon stabilization the pt was transferred to community medical center ((B)(6)) and them to monmouth medical center for definitive pediatric tertiary care. The pt required a less than 24 hour stay in the acute care facility, was then returned to the long term care facility with subsequent return to baseline tracheostomy collar support.